Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was having trouble charging the ins and said this started on (B)(6) 2018. The patient took the battery out of controller, reinserted and then plugged in the recharger. The patient reported that she still saw the no device found screen. The patient reported that she noticed during the call that her implant seemed to ¿stick out more.¿ the patient also reported that she had been in pain since (B)(6) 2018 with the neuropathy in her feet and said the reason for this pain was because she couldn¿t charge and use her implant. There were no falls or traumas related to the issue. The patient also reported a loss of therapy. No further complications were reported.